Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000mcg/ml baclofen at 721.6mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the pump was filled on (B)(6) 2017 and by (B)(6) 2017 evening the pump alarm was heard. The next morning ((B)(6) 2017) the patient's entire body would shake for an entire minute if they tried to move the patient. The patient's manager wanted to prescribe muscle relaxers. It was reported the sound is consistent with pump alarms. The shaking when they moved the patient was described to be "like a seizure." The patient had been taking oral baclofen but it reportedly did not help. It was stated the pump stopped alarming on (B)(6) 2017 and seemed to be working. Additional information received from healthcare professional via a manufacturer representative on 2017-sep-14 reported the patient's pump was alarming and was later found to be a motor stall. The pump still had approximately 12 months before end of service. There was no known factors that may have caused or contributed to the event. Diagnostics/troubleshooting was noted as unknown. Actions/interventions included surgery for pump replacement on (B)(6) 2017. It was noted that the issue was resolved at time of event, and patient's status at time of event was "alive-no injury." It was noted that this happened during a hurricane and they were unable to meet with the patient at a facility to troubleshoot the device or situation until the day of surgery for replacement. A motor stall occurred and was not related to any known intervention. The patient had withdrawal symptoms reported by their parent. The pump was replaced on (B)(6) 2017 and it was unknown if the pump would be returned as the hospital had possession of the pump. The patient's weight was unknown. The patient was receiving lioresal. No further complications were reported/anticipated.